Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that stent damage occurred. The patient experienced triple vessel disease and underwent percutaneous coronary intervention. The more than 90% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure the proximal end of the stent was damaged while tracking down the lesion. The device was removed intact from the patient's body. Plain old balloon angioplasty was then performed to the patient and subsequently sent to coronary artery bypass graft surgery for an alternative treatment and the procedure was completed. No patient complications were reported post-procedure. However, returned device analysis revealed hypotube detachment.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system (sds) catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a shaft break at approx 38cm distal to the distal end of the strain relief and multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.